Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 28 10 degree series 1 liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient had a left hip revision due to poly wear. Surgeon swapped poly and head - cup remained implanted and well fixed.